Event description:
During the procedure; the physician could not detach a coil (brand; size unknown) although pressing the detachment button several times. It is unknown how many coils were successfully deployed using the same (B)(4) before this occurred. When he replaced the product with a new one ((B)(4); lot# unknown); he was able to detach the coil. He suspects that the cable might have come down. The procedure was continued and completed without any other issues. There is no information regarding how the procedure was completed. No patient injury was reported. The product will not be returned for analysis.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device; the exact root cause of the problem reported could not be determined. The lot number of the device is unknown therefore the manufacturing records for this lot could not be reviewed. Therefore no conclusion can be made and no action is taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.